Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the reported issue. The scope failed the leak test due to a cracked eyepiece. During the evaluation it was also found that the bending section was detached and deep dents on the insertion tube. The device was serviced and returned to the user facility. No injury was reported. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported their scope had a failed leak test. No additional information has been provided.